Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the lap joint got separated. The procedure was completed with another of same device. There was no patient injury.